Event description:
It was reported that the right ventricular lead exhibited noise that was oversensed by the device. On (B)(6) 2022, the lead was capped and replaced. The patient was in stable condition.